Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). MRI compatibility was requested. It was reported that patient does not have their patient programmer and the ins has not been functioning for 3 years. The patient has not used the device in 3 years. It was suggested the patient see their healthcare provider (hcp) to attempt to get the ins started and then obtain assistance to have the ins put into MRI mode. Subsequently it was reported the MRI tech did not have a t/r head coil, so it was not recommended patient have a brain scan without activating the MRI mode or eligibility form confirming full body eligibility. MRI tech was referred to pain indicating that a depleted stimulator is considered off. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight and hcp information. Patient stated that they no longer have the pain in their neck so they do not use the device. The patient was not paying attentions to the device not being charged ; thought would see if the pain returned-it never did so they did not charge or used it since. No steps were taken to start it again, since patient had no pain, they saw no necessity. No further complications were reported.